Manufacturer narrative:
The mesh remains implanted at this time. Additional information was requested. The contact was only willing to provided some of the requested information. Based on the information that has been provided at this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the reported patient outcome. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported via (B)(6). Additional information was provided during follow up with the contact. Per contact: "I have had constant pain in the inguinal area for 12 years. This area of constant pain has been constantly over looked yet have subjected me to more invasive surgery." "I have been receiving pain injections and also had my "womb" (uterus) and ovaries removed due to pain." As reported the implant procedure was performed on (B)(6) 2004 and the mesh remains implanted at this time. As reported the patient is currently receiving nerve block injections into the area under ultrasound.